Event description:
It was reported that the patient¿s body was rejecting it because the wires kept moving. She had to go in for surgery to get the wires repositioned once because they could literally see the wire poking out of the patient¿s back, so the healthcare provider (hcp) repositioned the leads. The patient needed to have a neck surgery done and the patient was getting a pain pump, so they removed the stimulator and leads altogether. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)